Event description:
It was reported, a diagnostic anomaly was observed by an abbott representative. No intervention has been performed. There was no patient involvement or consequences.

Manufacturer narrative:
The reported diagnostic anomaly of noted variation in when a non-binned event does or does not reset the sinus interval counter was confirmed. It was determined to be the result of requirements specifying that non-binned events where either the interval or interval average are in a monitor zone and the other is in a t2 or vf zone should clear the sinus interval counter. This is different than the behavior non-binned events where either interval or interval average are in a sinus zone do not change the sinus counter.